Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that in the box of model code c0024015, there was one pouch of suture thread of usp 4-0 mixed up. No additional information has been received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. - customer samples analysis in the previous complaints: we received the following samples from the customer: - 26 closed samples. - 1 open sample (seems unused but contaminated) (suture is not wound on the pack). We checked all the closed samples received. All samples received have suture corresponding to the description. Diameter result conducted on the closed samples analyzed is 0.305 mm in average and fulfils the requirements of the european pharmacopoeia (ep) for this size and thread: 0.250 mm <xave < 0.339 mm. Diameter average value is in the high range of ep requirements for usp 3/0 size. The open sample is a usp 4/0 70cm hr17. Three points of the open sample are measured and confirmed to be a usp 4/0. Furthermore, thread raw material before to release were compliant with a diameter of 0.296, 0.293, 0.293 and 0.292 mm. Production records have also been reviewed and no other 4/0 monoplus suture have coexisted in any production point that could lead to the mix-up inside the first pouch. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the investigation included the review of the manufacturing processes, documentation, traceability, quality controls, raw materials, labelling and personnel training. All the reviewed data is compliant and there are no incidences registered. All the in-process controls and final quality controls results of the batches manufactured during the period close to the complaint batches fulfil specifications and are correct, as well as the process is properly validated and controlled. Finally, the only left root cause could be human error when handling the already cut thread before needle attachment as an isolated event. Final conclusion: considering that the samples received does not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.